Manufacturer narrative:
One portex endotracheal tube was returned for analysis along with three pictures. From the pictures received it was observed a strong curvature in the tube. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The sample was tested inside the bag and the tube was with in specification. The production floor was audited, and the curve operation was audited, no discrepancies were found. No root cause was established since the complaint was not confirmed.

Manufacturer narrative:
Report source: foreign (B)(4).

Event description:
Information was received during use of a smiths medical portex soft seal tracheal tube the customer found difficulty inserting the suction catheter into the tube, they suspected the tube was kinked. Also, they felt more amount of bodily secretion than usual was adhered inside the tube. No adverse effects were reported.